Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted due to an unspecified product performance issue. A new device was implanted in the patient at a different location. Additional information has been requested but not provided. Due diligence has been completed. No adverse patient effects were reported. This icm device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) was inspected and analyzed. Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations. Good faith effort attempts were made to try and retrieve the reason behind this icm device explant and additional details regarding the reported event. As of today, no information has been received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted due to an unspecified product performance issue. A new device was implanted in the patient at a different location. No adverse patient effects were reported. This icm device has been returned for analysis.